Event description:
It was reported that during a diagnostic bronchoscopy, the balloon dislodged from the scope and fell into the patient¿s trachea. A chest x-ray was performed and the balloon was retrieved using forceps.